Manufacturer narrative:
Device body, locking sleeve and 8 1/2" catheter segment was returned to MFR (MFR.) And has been analyzed as follows: visual of returned components revealed that device septum showed normal usage with no internal damage. Material consistent with appearance of blood was in interior of locking machanism. Material consistent with blood was also noted in interior of 8 1/2" catheter segment. Distal end of catheter segment was cut on angle (approximetely 30 degrees) and had irregular cut marks indication that the cut was from sharp object such as surgical blade. No signs of "pinch-off" (e.I., luminal narrowing or discoloration etc.) Were present on either end of returned catheter segment. Device was properly reassembled and device met pull testing requirements. Upon assembly, no resistance was felt when device was flushed with 5cc of sterile water. Flushed fluid was dark brown having consistency of coagulated blood. Device also aspirated easily. No leaks were noted when device was pressurized with air and fluid. Device functioned as intended. Trend analysis was performed on similar incidents for this catalog/lot number and trend was not identified. Review of device history record did not reveal any mfg variances related to this event. Based on info available and results of the MFR.'s analysis of device, report that "catheter had separated from device body" could not be confirmed. From results of analysis, there was no evidence that catheter tubing would have/had separated from port body or that catheter tubing had fractured. Therefore, no conclusion can be drawn as to cause of this event. MFR.'s investigation of this incident is inconclusive. No further details are available. Customer has been notified of the MFR.'s findings. The MFR. Is now closing the file on this event.

Event description:
On 11/10/1997, the facility's rn manager contacted the manufacturer's representative and informed her of the following: the facility's rn manager stated that to her knowledge the patient had gone to another facility to have the device removed because the patient's treatment had been completed and the device was no longer needed; however, it was not removed at that time. On 11/07/1997, the patient was at this facility for removal of the device. Prior to removal of the device an x-ray revealed that the device fractured and a segment lodged in the tissue of the patient's right shoulder at the device site. Additional surgery was required to remove the device and fractured segment. The device is scheduled to be returned to the MFR for analysis. No further details were provided at this time.